Manufacturer narrative:
The complaint of complications during the insertion process was confirmed and the cause appeared to be associated with use. Four photographs and one 22g nexiva device were provided for investigation. The needle was protruding through the catheter tubing near the nose of the catheter adapter. The section of tubing between the needle puncture site and the catheter tip contained what appeared to be dry blood residue, which indicates that the needle was able to access the vessel with the catheter tubing positioned over the needle. Had the needle been in this position before insertion, the device would not likely be used. The reported insufficient blood backflow could not be confirmed as the blood residue inside the catheter indicates that there was flashback. The needle could not be tested for flashback due to the presence of what appeared to be blood inside the cannula. The IV catheter was patent to infusion. No damage or defects associated with the manufacturing process were identified from the returned sample. There were no other similar complaints from the implicated lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of needle puncture damage. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Event description:
It was reported that during use when the puncture was performed as usual, there was insufficient blood backflow, but when attempted to placement the outer tube as it was, the outer tube came up from the skin in a 90° direction. In that case, the inner needle was still in the blood vessel. There is no defect on the skin contact side (lower side) of the external capsule. Defective outer capsule.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.